Event description:
Per the audiologist, review of an x-ray (date not reported) showed the electrode array was not successfully inserted into the cochlea during the initial surgery. Explantation/reimplantation will be scheduled in "a few weeks" (date not reported).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.